Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found with frayed black wires. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. During the visual inspection, the conductor wire was not frayed, but wire insulation was damaged. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.